Event description:
The customer reported that she fell in pool with the insulin pump on and the screen was full of water. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.